Event description:
Boston scientific received information that this patient with pacemaker had breathing problem. Patient's advocate reported that the device was not working. Further, the patient's advocate claimed that the patient has an infection. This pacemaker remains in service. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained from the field representative indicated that the device and lead are working properly. There was no infection that the representative was aware of and there were no device and leads that were explanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with pacemaker was not functioning and exhibited an infection. The patient advocate claimed that the patient has sepsis and breathing problem. Further, the incision was red, swollen, warm to touch and a small red plum appearance on the site. A revision procedure was scheduled to remove the system due to infection however was cancelled by the physician. Evidence suggests the system remains implanted and in service. No additional adverse patient effects were reported.